Event description:
It was reported that oversensing on the ventricular channel that resulted in inhibition of bi-v pacing was observed. The noise and inhibition were noted when the asymptomatic patient was being monitored in the hospital for an unrelated matter. Egms revealed the appearance of myopotentials. Programming changes were made. The patient's status was good after the event.